Event description:
Received report of free flow of medication when cassette removed from pump. A pt was receiving IV heparin (25,000u in 250cc normal saline) at 900u/hr and was being monitored using the usual testing protocol. When the pt's ptt was reported elevated, the nurse shut off the pump and pulled the cassette out of the pump. The slide clamp was not used to occlude the tubing. The nurse left the room, and when she returned later, the rest of the heparin (approximately 100cc over a few minutes) had infused. The heparin was discontinued until ptt returned to therapeutic levels. No pt harm was reported.